Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue.  Physio replaced the therapy connector assembly and observed proper device operation through functional and performance testing.  The device was then returned to the customer for use.

Event description:
The customer initially reported that the user test failed and the service indicator became illuminated on their device. After an evaluation of the device, it was observed that the device was unable to detect a connection of the therapy cable assembly.  This observation would prohibit the device from delivering defibrillation therapy to a patient, if needed. There was no report of any patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue.  Physio replaced the therapy connector assembly and observed proper device operation through functional and performance testing.  The device was then returned to the customer for use. Physio-control evaluated the device and verified the reported issue.  Physio replaced the therapy connector assembly and observed proper device operation through functional and performance testing.  The device was then returned to the customer for use. The removed therapy connector assembly was further evaluated in the failure analysis center.  The cause of the reported issue was determined to be due to broken internal wires at the j23 crimp within the therapy connector assembly.